Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed broken force sensor detected. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
An open book error alarm and error 35 were noted in the formatted history download due to a problem with the electronic assembly. The force sensor tested within specification range. No moisture damage was noted on the force sensor or motor assembly. The pump was received with a cracked keypad overlay at the center circle button, a cracked reservoir tube lip, a scratched case and minor scratches on the display window.